Event description:
It was reported that t:slim x2 pump battery did not charge reliably and charging connection was unstable, requiring caller to hold cable in place or position pump carefully, even after trying different outlets, wall adapters, and charging cables, and with a power source alert noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of in-warranty replacement pump.